Manufacturer narrative:
Update made to a1: patient identifier: none (previously submitted as unknown). Update made to a2-a6: na (previously submitted as ni). Update made to b5: the issue is identified before use, when the nurse checks the product and prepares it for use (previously reported as discovered during patient infusion). Update made to b6: na (previously submitted as ni). Update made to b7: na (previously submitted as ni). Update made to d10: na (previously submitted as non-baxter indwelling needle 4/11/2023). H10: the actual devices were not available; however, a video of a sample was provided for evaluation. The video was reviewed and did not show any issues with disconnections or leakages. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) stopcock in blister packs were loose and disconnected from the non-baxter indwelling needle. This was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.